Manufacturer narrative:
(B)(4). Additional information: device available for evaluation?, device evaluated by MFR?, device manufacture date, evaluation codes. The lot was manufactured june 17, 2015- june 19, 2015. The device was received for evaluation. Visual inspection under magnification was performed and revealed the presence of a black spot, approximately 0.06 square mm in size, located on the exterior surface of the tubing. The black spot was not in the fluid path. The spot appeared to be ink. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a dot on the tubing of a small volume intermate. This was discovered after filling with sodium chloride. There was no patient involvement. No additional information is available.